Event description:
Customer reports receiving consistently low readings on their freestyle blood glucose monitor compared to readings obtained by their health care aide on a different freestyle blood glucose monitor. Customer reported feeling symptome of hyperglycemia - frequent urination, shaking and feeling light headed. Customer decreased their diabetes medication that stimulates insulin production based on low readings obtained. Customer was taken to the hospital where their blood glucose was monitored; exact treatment administered is unknown.